Event description:
It was reported that during a laparoscopic hernia procedure, the staples were not advancing from the device. The plastic on the top of the instrument broke. The case was completed with a like device with no patient consequence.